Event description:
While performing a tonsilectomy and adenoidectomy, the bovie tip caught fire. The procedure was stopped and a new tip applied. The rn lost the bovie cord and tip - left in the room and probably thrown away, unable to locate.